Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, diagnostic data and stored electrograms could not be retrieved from the pacemaker. A second attempt to access the data was unsucessful. No further information was available.